Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a guide pin broke intra-operatively while being used to guide a reamer/drill. The broken segment was extracted, and all parts were accounted for. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.